Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and allowed until to run for about 2 hours and wa unable to duplicate customer complaint. Performed 2k performance test procedure and unit passed all test per manufacturer specification. Performed operational verification performance test and unit passed per manufacturer specifications.

Event description:
The customer reported that while in pt use an unusual "noise" comes from the driver area. At first the noise is faint, but after awhile, the noise gets louder. The ventilator does not show any signs of anything being wrong. There was no signs of overheat. It keeps running as intended without any visual alarms. The pt was removed from the ventilator and was placed on another 3100a, no pt harm.